Event description:
User received low sodium results for approximately 200 samples in2007, which resulted higher when repeated the next day. The following nineteen pt examples were provided. Same pt samples were used for repeat testing on same analyzer. Pt 1, initial result gave 125 mmol/l; repeat gave 131 mmol/l. Pt 2, initial result gave 129 mmol,l; repeat 135 mmol/l. Pt 3, initial result gave 130 mmol/l; repeat gave 136 mmol/l. Pt 4, initial result gave 130 mmol/l; repeat gave 139 mmol/l. Pt 5, initial result gave 132 mmol/l; repeat gave 142 mmol/l. Pt 6, initial result gave 127 mmol/l; repeat gave 140 mmol/l. Pt 7, initial result gave 128 mmol/l; repeat gave 138 mmol/l. Pt 8, initial result gave 130 mmol/l; repeat gave 138 mmol/l. Pt 9, initial result gave 131 mmol/l; repeat gave 141 mmol/l. Pt 10, initial result gave 128 mmol/l; repeat gave 138 mmol/l. Pt 11, initial result gave 127 mmol/l; repeat gave 137 mmol/l. Pt 12, initial result gave 129 mmol/l; repeat gave 139 mmol/l. Pt 13, initial result gave 129 mmol/l; repeat gave 140 mmol/l. Pt 14, initial result gave 129 mmol/l; repeat gave 139 mmol/l. Pt 15, initial result gave 129 mmol/l; repeat gave 136 mmol/l. Pt 16, initial result gave 131 mmol/l; repeat gave 137 mmol/l. Pt 17, initial result gave 127 mmol/l; repeat gave 133 mmol/l. Pt 18, initial result gave 126 mmol/l; repeated six times giving 130, 133, 134, 134, 134 and 135 mmol/l respectively. Pt 19, initial result gave 126 mmol/l; repeat gave 132 mmol/l. Erroneous results were reported. No adverse event reported in association with the incorrect results. The field service representative determined the cause to be missing o-rings under the ise mixing-tower, split pv tubing, air/dry mix out of adjustment. The field service representative replaced mix tower o-rings, all ise tubing, sample probe and syringes, adjusted air/dry mix and ise wash time. Performance tests were performed which were within specification.